Event description:
Signs/symptoms/diseases being reported - intermittent popping. Related to device = uncertain. Superolateral intermittent popping with some associated discomfort. Other treatment - medrol dose pack. Will re-evaluate via progress call in 2 weeks. Pt's symptoms resolved by time of appointment on (B)(6) 2008.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.